Event description:
Procedure type: urogynecological. According to the reporter. Patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,first degree cystocele. She was advised to resume normal activities. Continue estradiol 1 mg. Return to clinic in 1 year. Dysuria, lower abdominal pain. Plan ¿ ordered urine cytology. If it is negative then refer to urology for possible ic. Prescribed bactrim ds 800 mg for three days. Possible adhesion disease. Prescribed ibuprofen 800 mg.